Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, after the sutures were harvested the device was rewired. When an attempt was made to remove the device it would not come out of the patient's anatomy. An attempt was made to remove the guide wire. The guide wire was stuck. The guide wire was advanced and then both the device and the guide wire could be removed. Hemostasis was achieved using the harvested sutures. There was no reported adverse patient sequela. There was a 20 minute delay in the procedure. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited. Based on functional analysis of the returned device, the reported difficult guide wire and device removal could not be confirmed and a definitive cause could not be identified. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.